Event description:
It was reported that the device exhibited a diagnostic data anomaly when calculating the expected longevity. The longevity calculation was noted to be correct during a latest follow-up. The patient was stable after the event.

Event description:
New information on (B)(6) 2017 stated that the device still exhibited diagnostic data anomaly. No intervention was performed and the patient was stable.

Manufacturer narrative:
(B)(4).